Event description:
The customer complained of questionable c-reactive protein gen.3 (crp) results on three patient samples. Of the data provided, erroneous results for two samples were reported outside the laboratory. The customer stated they did not have problems with other patient samples. Testing was performed on two analyzers: a cobas 6000 c501 module and a cobas 8000 c701 module. The customer did not know which results were correct. They stated that erroneous results were reported outside the laboratory. Please refer to the attachment to this report for a table containing the data. This report is for the results obtained on the cobas 6000 c501 module; patient identifier (B)(6) for the report on the cobas 8000 c701 module. The patient was not harmed by the event. The lot number of the crp reagent used on this analyzer was 697454; the expiration date was requested but not provided. A specific root cause could not be determined. Additional information was requested for the investigation but not provided. Calibration and quality control data were acceptable. Per product labeling, only dilutions of 1:2 are supported and only on samples with results > 350 mg/l. A sample mix-up could not be excluded. Patient samples were not available for investigation.

Manufacturer narrative:
The event took place in (B)(6).